Event description:
Nine yrs following intraocular lens (iol) implant surgery, a surgeon reported the pt was experiencing decreased vision due to a dislocation of the iol. The iol was replaced. The surgeon also reported that light scattering had been observed while the iol was still implanted. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested and received. This report was mailed to FDA on: 11/05/2009.